Event description:
A customer observed repeatable false positive ahbc results for a patient sample on the eciq analyzer. The result did not agree with multiple OEM methods. The false positive result was not reported. A false positive result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found the repeatable positive vitros ahbc result did not confirm as positive when tested by multiple alternate methods, and the negative result was consistent with the expected results. Treating the sample with non-specific antibody blocking tubes did not change the result, eliminating non-specific antibodies as the cause of the false positive result. The root cause of the event is unknown.